Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no specific event date was reported. The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). Problem code captures the reportable event of stent migration. The complainant indicated that the suspect device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary stent was implanted during a procedure performed on an unknown date. Reportedly the stent had been placed transgastric with 3 cm of the stent intragastrically. According to the complainant, on an unknown date, the stent had separated from the stomach. The patient undergone surgery for peritonitis and percutaneous transhepatic cholangiography (ptc) for biliary drainage. Reportedly, the patient had a distal common bile duct stricture and surgical occlusion of the duodenum which led to the procedure.